Event description:
The physician reported to target that 6 efforts were made to detach the coil with the power supply, but the coil did not detach. It detached by trying to pull it back. There was no other info on the procedure.